Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of adhesive around server plug in (z block) has a chip is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, adhesive around server plug in (z block) has a chip that was observed. The service repair technician indicated that the most likely cause of adhesive around server plug in (z block) has a chip is traced to component failure. There was no patient involvement.